Event description:
The pump was returned for investigation. Investigation revealed dim display screen as well as battery compartment failure. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the display screen was faded when the device powered on. The screen was removed and replaced with a test screen, which caused the contrast to return to normal. No evidence of moisture contamination inside battery compartment. The battery compartment threads were damaged which resulted in the battery cap being unable to fully tighten. A power loss was observed. Pump case was removed and no evidence of moisture contamination was found inside pump. There was no evidence of intermittent contact for the battery contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.